Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case the exact cause of the annular rupture could not be confirmed; however, severe calcification of the aortic valve is a risk factor for annular rupture and likely contributed to the reported event. In addition, per report fragile annulus and calcium in the lvot may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral deployment of a sapien 3 23mm valve, the patient died from a complication of an annular rupture. As reported, the delivery system balloon was inflated with 17ml and the valve was deployed. Severe paravalvular leak (pvl) was noted due to a large focal calcium in the lvot. Post dilation was performed. The patient's pressure dropped and a pericardial effusion was noted by a tee. A pericardiocentesis was performed to drain the blood. The patient continued to become unstable. A tee noted an annular rupture. A left catheterization was performed to rule out a coronary occlusion; it was believed that the blood in the pericardial space was compromising the left coronary artery. Not related to the valve. A second 23mm valve was deployed, unfortunately, the patient expired. The native annulus diameter measured an area of 400mm2 by CT. The native annulus was mildly calcified and the leaflets were severely calcified. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was held and there was no loss of pacing capture during valve deployment. Per report, fragile annulus and calcium in the lvot may have contributed to the annular rupture.